Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip latched securely, and deployment was activated by experienced staff. However, the release mechanism would not operate, due to a bend above the knuckle/release point. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Note: the complainant reported that the type of scope was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward-viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.